Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of fatigue and urination immediately after the product issue occurred however denied receiving any treatment. During troubleshooting the cca noted that the correct test strips were being used and that the meter did not power on when the power button was pressed or when a test strip was inserted. There was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.